Manufacturer narrative:
The device was returned for analysis. Visual inspection identified multiple kinks within the guidewire lumen located inside the balloon. Microscopic analysis further revealed a pinhole in the balloon, positioned 67 mm from the tip. Examination of the remaining components of the device showed no additional damage or irregularities. Product analysis confirmed the presence of a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on february 26, 2025. It was reported that the device failed to inflate during the procedure. The target lesion, which was 50% stenosed, was located in a moderately tortuous and mildly calcified vessel below the knee. A 3.0 x 60 x 150 mm sterling balloon catheter was advanced to the site for dilation. During the procedure, an attempt was made to inflate the balloon; however, the pressure continuously dropped, and the balloon did not inflate as expected. The device was subsequently removed, and further attempts to inflate the balloon outside the body confirmed the presence of a leak. The procedure was successfully completed using an alternative device, and no patient complications were reported. Analysis of the returned device revealed the presence of a pinhole.